Manufacturer narrative:
Cts confirmed all qc testing passed. All tested gel cards were inspected and appear accurate. Customer could not confirm a transfusion history. Customer indicated that this incident is being reported for documentation purposes and did not require service. The investigation determined that the root cause could not be confirmed, although it is most likely associated with an anti-d antibody being weak and/or at the detection limit of the technique. No incorrect or erroneous results were reported as a result of this incident.

Event description:
Provue reported false negative results to anti-d microwell when testing using mts abd/rev grouping card for a patient with previous history of rh positive.